Manufacturer narrative:
(B)(4), conclusion: device incorrectly perpared for use or modified (stent graft was fenstrated prior to implant) 24 off-label, unapproved, or contraindicated use (stent graft implanted in zone 0).

Event description:
A valiant captivia stent graft system was implanted from zone 0 in a patient for the endovascular treatment of a 68x100 mm thoracic aortic aneurysm. The aortic neck was 42 mm in diameter proximally, and 23 mm distally. The stent graft was fenestrated prior to implant. It was reported that after the procedure there was a slight type ia endoleak. The decision was made to monitor the patient at this time. Another valiant stent graft was implanted within the distal portion of the fenestrated part of the original valiant stent graft and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine. The physician commented that the larger size of the fenestration was the cause of the endoleak on this case.